Manufacturer narrative:
(B)(4). The insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Pump received with cracked case at the display window corners.

Event description:
Information received by medtronic indicated that the insulin pump had crack on screen. Insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.